Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as little itchy red bumps on the patients back. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. Patient was seen by a dermatologist. The patient was prescribed triamcinolone acetonide cream by the dermatologist. Follow up indicated the irritation improved.